Manufacturer narrative:
Customer follow up on 9/15/2018: the customer's blood glucose was reportedly 150 mg/dl at the time of the cartridge leaking event. Reportedly, the customer loaded a new cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain further clarification regarding the issue and provide assistance; however, the customer did not respond.